Event description:
A doctor's office reported an issue with de-bonding aesthetic brackets. During de-bonding, the doctor used a de-bonding plier secured the bracket distal/mesial and slowly squeezed the instrument, the bracket fractured and came away from the tooth, with the adhesive in place and tooth enamel attached. This occurred on the upper left 5 (2nd bicuspid). The doctor referred the pt to a general dentist to have the enamel repaired, which makes this a reportable event. After discussion with the doctor, it was determined the doctor did not use a burr to remove the flash. Doctor stated that the adhesive he used is pink when applied and he removes all flash during the bonding process. However, our instructions read you must remove all adhesive around the bracket "flash" prior to de-bonding.

Manufacturer narrative:
This brand of bracket has specific de-bonding instructions; "do not twist or pull the bracket. Remove all flash from around the brackets with a high speed de-bonding bur. Grasp the bracket with a straight or angled de-bonding plier at the bracket-adhesive interface. Gently squeeze the plier and gradually increase pressure until the bracket comes free from the tooth." Even though our investigation concludes operator error, the pt required intervention to repair, therefore, it is a reportable event. We are improving instructions by bolding "do not twist or pull the bracket" and ensuring the instructions are available online and prominently evident with each order.